Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump, had system over temperature, there was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint is a duplicate complaint of (B)(4), hence making it a non valid complaint. As a result, no follow up emdr is necessary. Please cancel in your database.